Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming; trocar condition, abc)conforming. Functional tests & results: does safety shield retract, ab)noncon c)conforming; flapper door functional, abc)conforming; lockout functional abc)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices a & b were examined and would not arm as received. The obturators handle weld were measured and found to be skewed. The obturator handle is welded during the assembly process. Based upon the inquiry info, visual examination and functional test on instrument c, no conclusion could be reached as to how the reported event during surgery occurred. The device c was examined, found to be functional, and was cycled repeatedly without incident. The device was tested using a porvair simulation of skin and found to function as intended. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate the reset button of the device would not set properly. The device was not used during the procedure. There was no consequence to the pt.